Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during a low anterior resection, after firing the staple line fell apart; not formed. The surgeon could not see to verify the formation if staples were even there. The area was on the proximal part; when the retaining pin closes. The other area was fine. The surgeon over-sewed and then did a leak test which was fine. There were no patient consequences. The device was disposed of.